Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4076 implantable pacing lead (B)(6) 2012; 620rg29 heart ring (B)(6) 2012. (B)(4).

Event description:
It was reported that there was atrial capture and sensing issue after implant of atrial lead. Patient has intermittent atrial ventricular (av) conduction, which makes assessing atrial capture difficult and even difficult to see atrial activity. It was noted that there was atrial undersensing which is not allowing mode switch. The lead remains in use. No patient complications have been reported as a result of this event.